Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they had an overbite, malocclusion requiring surgery and periodontal disease and that their teeth were worse than before they started treatment. The patient has ceased treatment.